Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of no roller clamp could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24113197 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a component the following information was received by the initial reporter with the following verbatim: it was reported by customer that the writer opened a pump infusion set for primary IV line to find there was no roller clamp on the line.